Event description:
Customer alleged that a pt was attempting to exit the bed between the left intermediate siderail and the foot board, and injured his scrotum when he sat down (hematoma). Customer stated that all four siderails were in the up position, when the event occurred. This pt had surgery to remove one of his testicles.

Manufacturer narrative:
A hill-rom technical support rep found that the bed functioned properly. The tsr also found that the foot end of the mattress was not secure to the retracting foot section. The versacare mattress has an anchor strip that secures the foot end of the mattress to the retracting foot section.